Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 46 mg/dl. Customer requested information from tandem customer technical support (cts) regarding bolus delivery and bolus calculation. Information was provided by cts to customer. The customer requested no troubleshooting and no additional information was provided regarding low blood glucose level.